Manufacturer narrative:
Additional mdrs associated with this report: 3025141-2021-00050 follow up 1.

Event description:
The patient had an olecranon plate implanted in their elbow. At some point post op, the patient experienced a direct trauma to the elbow and the plate broke. The plate has been explanted.